Event description:
Long term pain prior to revision. Excessive wear of articulating surface noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.